Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of sample, erroneous results. The following information was provided by the initial reporter. The customer stated: (2 of 2) it was reported that there are erroneous results and poor barrier separation. "Hi, I'm a researcher who uses bd tubes for blood draws, recently I've been having problems getting normal results with our blood, were wondering if I'm doing wrong with the centrifugation of the tubes,I specifically have a question about the yellow top tubes and tiger top tubes. I just want to know if the the additive at the bottom is suppose to move up to separate between the plasma and the cells in both cases after centrifugation."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and complaint history could not be conducted. Technical service contacted the customer and provided troubleshooting assistance regarding their centrifuge settings. Complaints received for this device and reported condition will continue to be tracked and trended. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown, (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and complaint history could not be conducted. Technical service contacted the customer and provided troubleshooting assistance regarding their centrifuge settings. In addition educational material was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer¿ sst" blood collection tubes experienced poor barrier separation of sample, erroneous results. The following information was provided by the initial reporter. The customer stated: (2 of 2). It was reported that there are erroneous results and poor barrier separation. "Hi, I'm a researcher who uses bd tubes for blood draws, recently I've been having problems getting normal results with our blood, were wondering if I'm doing wrong with the centrifugation of the tubes, I specifically have a question about the yellow top tubes and tiger top tubes. I just want to know if the additive at the bottom is suppose to move up to separate between the plasma and the cells in both cases after centrifugation."